Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "detoacydose" and loss of consciousness. The customer was unable to self-treat and was taken to a hospital where a blood glucose reading of "over 800 mg/dl" was obtained. The customer was treated with insulin aspart 300e and insulin itemier 300e administered by a healthcare professional. The customer was reportedly hospitalized for a week, however, no additional treatment details were provided. Additionally, it was reported that the customer experienced acute kidney failure. While the customer reported being unable to obtain sensor readings, the reported kidney failure is a known risk factor with the disease of diabetes itself and would not be a consequence of short-term unavailability of interstitial readings, but rather from long-term diabetes mismanagement. No further information was provided regarding their condition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Data analysis was consistent with the removal of a properly applied and functioning sensor. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "detoacydose" and loss of consciousness. The customer was unable to self-treat and was taken to a hospital where a blood glucose reading of "over 800 mg/dl" was obtained. The customer was treated with insulin aspart 300e and insulin itemier 300e administered by a healthcare professional. The customer was reportedly hospitalized for a week, however, no additional treatment details were provided. Additionally, it was reported that the customer experienced acute kidney failure. While the customer reported being unable to obtain sensor readings, the reported kidney failure is a known risk factor with the disease of diabetes itself and would not be a consequence of short-term unavailability of interstitial readings, but rather from long-term diabetes mismanagement. No further information was provided regarding their condition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.